Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with an unknown device. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Description of event problem updated. Date manufacturer received information was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. It was reported the mitral valve replacement (mvr) was very difficult and mild regurgitation was present post implant of the annuloplasty band. The surgeon tried every option before deciding the patient anatomy could not be repaired anda valve replacement was performed. The surgeon stated that the annuloplasty band did not fail or malfunction. No additional adverse patient effects were reported.